Manufacturer narrative:
The pump passed rewind test, basic occlusion test and displacement test. The device was unable to prime at 2.5 lbs. During prime test due to faulty force sensor resistor. There was no motor error alarm noted. The motor passed motor test. The pump had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip and scratched reservoir tube window.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.